Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device has been programmed to aai as there was noise and oversensing with out of range impedance measurements. It was indicated the clinic wanted to keep the programming as aai. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device has been programmed to aai as there was noise and oversensing with out of range impedance measurements. It was indicated the clinic wanted to keep the programming as aai. No adverse patient effects were reported. New information received indicates that this patient developed heart block requiring ventricular pacing support. Due to patient condition, this device was electrically deactivated and the patient was implanted with a leadless pacemaker.